Event description:
Consumer reported on voice message- stated received bad needles - I called and left message with this consumer to return call. Called back - caller getting pen needles clogged during flow check - dc lot # 3080893 = 2 pen needles for awaiting sample lot # 3032944 unknown amount disposed of. Catalog# 320550 both boxes date of event unknown sf00018790/ cs0069942.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h10. Medwatch section c for affected product is attached. Correction to d3 (country type and country), h6 (type of investigation, investigation findings, investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.